Event description:
Our employee (B)(6) was informed that the restraint strap was frayed. There was no pt involvement and no medical intervention required.

Manufacturer narrative:
Customer visually evaluated unit. Restraint strips.